Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. The pump's history revealed that the pump was suspended on the date of the reported self suspend. There was no data found in the pump's history from the time of the reported suspend due to continued patient use. The pump was suspended and the pump was found to emit the appropriate alarms. A prime was attempted while the pump was suspended and pump displayed a "priming is disabled" message. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no insulin delivery defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose over 700 mg/dl with extreme thirst. The patient reportedly was able to deliver a bolus which brought the blood glucose to 96 mg/dl. The patient reported looking down at the pump to find that it was suspended but the patient reportedly had not suspended the pump. The patient stated that the pump had to be suspended for a long time in order for her blood glucose to go high and reported that she did not hear any of the normal alarms alerting the user that the pump was suspended. A review of the pump history showed five suspend and resumes from (B)(6) 2011 through (B)(6) 2011 and showed only three zero unit basal deliveries in the pump history. The pump history also showed the pump being primed while suspended. The suspend history was showed the pump suspended (B)(6) 2011 at 12:10 am and resumed 12:12 am, on (B)(6) 2011 at 2:32 pm resumed 2:32 pm, suspended 2:33 pm resumed 2:34 pm, and suspended 2:36 pm and resumed 2:37 pm. The prime history showed the pump primed 9.1 units at 2:38 pm during a suspend. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump suspended without user intervention and that the pump did not alert the user of the suspend.